Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification was performed. The visual inspection noted the female connector was separated from the main body of the twist clamp on the transfer set. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the mainbody of a peritoneal dialysis (pd) transfer set. This issue was observed while disconnecting the patient after pd therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.